Event description:
When using becton dickson blunt plastic cannulas to access a vial reporter has sometimes noticed a small piece of the rubber stopper from the vial in the syringe after aspirating the contents of the vial. Reporter always discards the syringe but reporter has concerns that this particle might be injected into a pt. Either im or IV. Reporter would like to know if others have reported this problem.